Event description:
It was reported that, after underwent a thr-bhr on (B)(6) 2010 due to signs and symptoms of right hip arthritis. In addition, he had a trial of nonoperative management and was not able to get adequate relief. Patient experienced failure of right hip arthroplasty secondary to metallosis from a metal-on-metal bearing and was producing a pseudotumor with metal debris. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which surgeon converted to total hip arthroplasty. Surgeon noted the cup was misaligned. It was both vertically open and had no anteversion. He also took his tike and repaired the external rotators and capsule to the greater trochanter. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.